Manufacturer narrative:
Investigation: since no batch number, samples, or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. A DHR could not be performed due to the unknown batch#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that blood leaked from the holes in the "colored part" of the cathena 22gx1.00in straight bc hub during use after the insertion. The following information was provided by the initial reporter: "following successful insertion blood was observed seeping out through holes in the coloured part of the hub".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the holes in the "colored part" of the cathena 22gx1.00in straight bc hub during use after the insertion. The following information was provided by the initial reporter: "following successful insertion blood was observed seeping out through holes in the coloured part of the hub".